Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Movement of this coronary sinus implantable lead is suspected.